Event description:
It was reported that upon inspection of the device prior to a treatment procedure, there was no j curve in the tip of the schneider guidewire and the end of the outer wire was separated. This device was not used. The physician used another of the same device and completed the case successfully. There were no patient complications. Current patient condition is unknown.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time.